Event description:
It was reported that the helix was slow to deploy and the number of turns to deploy was not consistent. The tip between the tip and ring also seemed to bend slightly during helix movement. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the tip was bent.